Event description:
Breakage of the j-tube. Found upon removal during tube replacement. It is unk whether the tube had broken prior to the removal procedure or the removal contributed to the break. X-rays confirmed the distal portion of the tube was left in the intestines. The indwelling portion was still in the pt's body at the time of reporting.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. The distal end of the jejunal feeding exhibits a complete tear in the feeding tube. The distal end of the feeding tube is jagged and irregular. Observation of the damaged "ballooned" area of the feeding tube indicates the elasticity of the tubing has been breached. The veneer of the damaged area of the feeding tube is translucent and thin. These are features associated with burst damage secondary to over-pressurization. It appears infusion pressures have exceeded the burst strength of the feeding tube. This may be a user maintenance issue. Note: the distal end of the feeding tube that contains the weighted tip was not returned for evaluation. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.